Manufacturer narrative:
Patient required additional x-rays in their chest cavity and arm. (B)(4). **** event evaluation **** a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control (qc), specifications and a visual inspection of the two returned damaged wire guides was conducted during the investigation. The visual examination noted that the first wire guide measured 63.4 cm long with the weld missing and coil elongated. It was found that the coil had separated from the mandril at 61.4 cm from the proximal end, and was .9 cm. The second wire guide was 67.5 cm long. Distal weld is missing and the coil had elongated. The coil stopped 2.9 cm from distal end. A kink is present 3.9 cm from the distal end. Based on this description of the event and the fact that there was no obvious defect regarding to manufacturing to the wire guide, it is reasonable to assume that the wire guide tip caught on the introducing needle and force beyond design requirements was used to remove the guide. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. We can also advise that manipulation of the wire through the needle may cause damage to the coil. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. The manufacturing and qc departments perform a 100% inspection verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Per quality engineering risk assessment, no additional mitigation activity is needed. We will continue to monitor for similar complaints, and have notified the appropriate internal personnel of this event.

Event description:
A PICC insertion procedure was conducted on a patient of unknown age and gender. During the attempt to remove the wire, it would not pull back with light pressure; therefore, the entire needle and wire were removed together. When the needle exited the skin, the wire was noted to be frayed and a sliver had broken off of the frayed side. Chest and arm x-rays were conducted to confirm that a fragment did not remain in the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Other serious: patient required additional x-rays in their chest cavity and arm. (B)(4). This event is currently under investigation.

Event description:
During a PICC insertion procedure on a patient of unknown age and gender, the wire frayed and a sliver broke off of the frayed side. A chest x-ray and arm x-ray were done to confirm that a fragment did not remain in the patient. When attempting to remove wire it would not pull back with light pressure. She then removed the entire needle and wire together. When the needle existed the skin she noted the wire to be frayed and a sliver broken off of the frayed side. A chest x-ray and arm x-ray were done to confirm that a fragment did not remain in the patient. The nurse accidentally placed the slivered piece in a sharps container but did keep the rest of the wire. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.